Event description:
It was reported that the rotating coupling water joint in the c-arc failed just after a patient exam was completed. Water temperature in the joint could be 55 deg c and potentially up to 70 deg c. No patient injury was reported. Ge healthcare field service engineer replaced the rotating joint and removed the stiffener rod.

Manufacturer narrative:
Ge healthcare evaluated the system and determined that the root cause of the rotary joint failure was most probably connected to manufacturing process control limits. Engineering modified the part design and introduced the changes in forward production. Manufacturing process changes were implemented which included the removal of the stiffener from the product as well as revising the process control limits for this part. In addition, the operator manual instructions were revised to describe how to park the lateral plane. The system was repaired and returned to use with no further issues.